Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission stent came off the delivery balloon during device preparation. Another stent was used from competitor to proceed with the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the device revealed that the balloon has been inflated and was returned in a partially deflated state. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. The stent was returned unprotected in a plastic pouch. The stent is kinked in its center and slightly deformed over its entire length. The stent protector was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. It should be noted that the IFU states that prior to the procedure, the stent system should be visually examined to ensure that the stent is centered between the two radiopaque markers.